Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately june of 2025 from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
The returned implantable pulse generator (ipg) was analyzed and the allegation that the patient experiences inability to recharge the ipg following a spinal fusion surgery was confirmed. Despite multiple attempts, the ipg continued to fail in both charging and communication. The investigation revealed that the application-specific integrated circuit (asic) chip was damaged, which led to the reported allegation. Such damage is typically caused by the ipg exposure to external high-voltage or high-current transient sources.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.